Event description:
Customer reported that there was an emergency room visit for high blood glucose levels. Customer stated that blood glucose went down to 33 mg/dl and rose up to 511mg/dl. Blood glucose at the time of emergency room visit was 483 mg/dl. Significant event leading to the emergency room visit was stomach pain. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).